Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The backlight display functioned properly. No backlight display anomaly was noted. The pump had no missing segments/partial display or cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had black light anomaly and partial display. Customer's blood glucose at time of incident was unknown. Customer stated that there are dead pixels when she turns on the backlight making it partial screen. Customer was advised pump will need to be replaced.